Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 51 mg/dl at the time of incident. Customer also stated that the insulin pump had motor error and drive support cap was normal. Customer was unable to clear the alarm and unable to complete pump rewind. The customer was advised that the pump will need to be replaced. The customer was advised to revert to backup plan per health care professional instruction. The insulin pump will be returned for analysis.